Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient continuously struggled with pain in her hip and leg and a complete lack of mobility, which has worsened over time. It is further alleged that the patient's physicians do not believe that she will be able to recover from another hip surgery and she is forced to live with the implant, causing her to suffer significant pain and lack of mobility, which she attempts to control with pain medication.